Event description:
It was reported that interrogation of this patient's implantable device identified a code 1005 had been recorded indicating a delivered shock with an impedance measurement greater than 145 ohms. The device and this right ventricular (rv) lead were explanted and replaced. The products are expected to be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
The boston scientific local area sales representative was contacted for additional event details and product return information. No further information is available at this time. Should additional details become available, this report will be updated. Additional information was received that the patient experienced a ventricular tachycardia (vt) storm which the device did not treat effectively. Review of the stored data noted a previous shock impedance measurement of 80 ohms. The physician decided to implant an azygous coil to improve this patient's chances for successful defibrillation for any future events. No additional adverse patient effects were reported.

Manufacturer narrative:
The boston scientific local area sales representative was contacted for additional event details and product return information. No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that interrogation of this patient's implantable device identified code 1005 indicating a delivered shock with an impedance measurement greater than 145 ohms. The device and the associated right ventricular (rv) lead were explanted and replaced. The products are expected to be returned for evaluation. No additional adverse patient effects were reported.